Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pericardial effusion, cardiac tamponade and a vascular complication were reported. The cause of the cardiac tamponade and pericardial effusion were not reported. The type of vascular complication was not specified. Additionally, at the end of the procedure, a vascular complication occurred that resulted in hemorrhaging requiring a transfusion of 8 units of blood. It was reported that the procedure was converted to cardiac surgery. No additional adverse patient effects were reported.